Event description:
Information received from the field does not address the patient's clinical status but notes lead fracture as confirmed by x-ray. The proximal portion of the lead was removed via the internal jugular vein. The patient was referred for possible extraction of the remaining distal portion.